Manufacturer narrative:
Patient's age at time of event was above 18 years old. (B)(4). Lot number: 0024804262 - would not populate in gcms.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion area was located in a moderately tortuous and moderately calcified distal right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, dilatation was performed with a non-bsc dilatation catheter, and it was noted that the balloon ruptured at 12atm during the third inflation. The device was removed without problems. The procedure was completed with a different device. No patient complications reported.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion area was located in a moderately tortuous and moderately calcified distal right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, dilatation was performed with a non-bsc dilatation catheter, and it was noted that the balloon ruptured at 12atm during the third inflation. The device was removed without problems. The procedure was completed with a diferent device. No patient complications reported.

Manufacturer narrative:
A2: patient's age at time of event was above 18 years old. E1: initial reporter address1 - (B)(6). D4: lot number: 0024804262 - would not populate in gcms. Device evaluated by manufacturer: the wolverine device - 2.5/10 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and tactile examination found the hypotube of the returned device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. The markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.